Event description:
It was reported that the stent delivery system was difficult to remove. An innova self-expanding stent was selected for use. The stent was implanted. However, there was difficulty removing the stent delivery system after deployment of the stent.

Manufacturer narrative:
Device eval by MFR: the device was returned and analysis was completed. The product consisted of an innova self-expanding stent system and an unknown 0.035 hydrophilic guidewire stuck inside. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual and microscopic examination revealed no damages. The handle was disassembled to verify if there was any damage that could not be seen. No damage was found. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the stent delivery system was difficult to remove. An innova self-expanding stent was selected for use. The stent was implanted. However, there was difficulty removing the stent delivery system after deployment of the stent.